Manufacturer narrative:
. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the analysis of the returned device, it was revealed that guidewire was received in two fragments. In addition, guidewire was bent several places along its ptfe length and polysleeve section and fracture site. There was necking at the fracture site which could indicate a ductile fracture caused by excessive bending and manipulation. Functional analysis was not be performed due to the anomalies found on the product. Based on the information currently available, it is probable that use error caused the reported guidewire broken and analyzed guidewire kinked. As the dfu states "exercise care in handling a guide wire during a procedure to reduce the possibility of accidental breakage, bending or kinking."

Event description:
It was reported that when the guidewire (subject device) was advanced into the microcatheter out of the patient body, the guidewire was found broken. However, no resistance was felt. After that, the guidewire was changed and the operation was continued. No clinical consequences reported to the patient.

Event description:
It was reported that when the guidewire (subject device) was advanced into the microcatheter out of the patient body, the guidewire was found broken. However, no resistance was felt. After that, the guidewire was changed and the operation was continued. No clinical consequences reported to the patient.